Event description:
There was an allegation of questionable ise sodium electrode results for 1 patient sample on a cobas pro ssu. The initial result was 140 mmol/l. This result was believed to be correct. The sample was repeated due to a delta check for another test. The repeated results were 144 mmol/l and 147 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The calibration and qc were acceptable. A "sample probe: abnormal aspiration" alarm was observed in the alarm trace the day before the event. The field service representative found that the probe caused the issue. He cleaned and checked the ise (ion selective electrode) assembly, cleaned and flushed the probe, replaced the ise electrodes, performed cleanings, and performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.